Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 495 mg/dl. Reportedly, the cause of the elevated bg levels was due to the customer being new to the pump and she did not believe her basal rates were appropriate. The customer stated she will speak to her health care provider (hcp) regarding the settings adjustment. Customer administered multiple injections to stabilize impacted bg level; additionally, it was reported that the customer's hcp recommended for the customer to revert back to a different pump to stabilize bg levels.